Event description:
It is reported that the pt was revised due to his ligaments becoming loose. During surgery, it was discovered that the post had fractured off of the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.